Event description:
It was reported that a screw was found broken post operatively. The patient had spinal fusion surgery two and a half years ago. Patient was revised to remove the fractured screw.

Manufacturer narrative:
Method: risk assessment; result: the reported event was confirmed via correspondence with the sales rep. The device was not returned, so inspection could not be performed. Two lot numbers were provided by complainant, but it is unknown which lot fractured. Conclusion: as the device was not returned, a definite root cause cannot be determined. Per the IFU the device may have fractured due to fatigue. According to the xia ii IFU, "once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the postoperative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone."

Event description:
It was reported that a screw was found broken post operatively. The patient had spinal fusion surgery two and a half years ago. Patient was revised to remove the fractured screw.